Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00131 on 31-may-2023. Additional information (11-oct-2023): on the day of the erroneous results, the analyzer could not adjust the lamp gains to within the target ranges after the operator replaced the source lamp as part of routine maintenance and the analyzer presented the operator with an error. Siemens further evaluated the event and as described in the initial report, the customer service engineer (cse) replaced the photometer source lamp multiple times after obtaining a photometer saturation check failure. The cause of the erroneous concentrated carbon dioxide (co2_c) and creatinine_2 (crea_2) results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Erroneous concentrated carbon dioxide (co2_c) and creatinine_2 (crea_2) results were obtained on 4 patient samples on atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2 and crea_2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report erroneous concentrated carbon dioxide (co2_c) and creatinine_2 (crea_2) results were obtained on 4 patient samples on atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. As per siemens instructions, the customer flushed out the probe using a syringe and cleaned up liquid around the reagent arm 2 (r2). Service diagnostics were performed, and the dilution probe and reagent probe were flushed 2x 40. Autocheck was performed and the photometer autocheck was found to be low for gains. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse verified the lamp power supply voltage, replaced four lamps and was unable to obtain proper photometer voltages. The cse then replaced the photometer lamps and the r-1d valve on the water manifold and cleaned all probes, wash stations and mixer impellers. The customer ran qc with acceptable results. The cause of the erroneous co2_c and crea_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.